Event description:
Patient reported that she has had 2 v-go devices in the last 4 months have come off. Patient stated that 1 device came off after she bumped a counter top and the other one came off on its own.